Event description:
Event description cpi received information that this unipolar lead was an attempted implant. During an implant procedure the the helix broke off when the physician was screwing in this lead. This event occurred in 1990, cpi received the information in august 1996. The physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.